Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: evaluation revealed that the pump powered on with a dim and discolored display. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2018.